Event description:
It was reported that at the last couple of refills the reservoir volume was greater than it should have been. The specific amount was not provided. The healthcare provider attempted to aspirate from the catheter, but it was very ¿sluggish.¿ the healthcare provider did get some out of the catheter and then did a dye study. The healthcare provider thought the catheter possibly had pulled out of the intrathecal space and must have migrated since he was not able to visualize the tip of the catheter and where the dye ended up. A rotor study was also done on an unknown date and there were no issues with the pump itself. After discovering the problem with the catheter, the healthcare provider turned down the pump to minimum rate and would supplement the patient with prescription oral medications. The patient experienced less than 50% therapy relief at the catheter track associated with this event. The patient¿s status at the time of report was ¿alive - no injury.¿ no interventions were done surgically on the date of report, but the health care provider planned on bringing the patient back and replacing the catheter as soon as possible. The date was to be determined. The device was used to deliver morphine. The patient¿s outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-07, information was received from the patient. The stated that a "hose that ran to my back" (confirmed referring to the catheter) came loose with the patient's first pump. Due to this, "he re-did it". The event date was requested, but the patient could not recall the year of when this occurred.